Event description:
It was reported that the patient could not increase their stimulation and that patient lost stimulation when bending over. X-ray showed the lead/ipg connection was intact. High lead impedance was measured. The physician decided to revise/replace lead.

Manufacturer narrative:
The device history and sterilization records were reviewed. Results - the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Conclusion - the cause of the reported event could not be determined from the review of the DHR and sterilization records. Ans has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Ans defers to the patient's physician regarding medical history.